Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardiac monitor exhibited undersensing; variation in r-wave amplitude was suspected to have caused the undersensing. Programming modifications were discussed. It was noted that the patient did not experience any adverse consequence as a result of the undersensing.